Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure of a patient (patient age, sex, and weight are unknown). During the introduction, the device was unable to be advance over the guidewire as the ro marker was deformed. The procedure was completed another rapid exchange biliary stent system with no complications. The patient was reported to be in good condition after the procedure.this event has been deemed a reportable event based on the investigation results; bent/deformed stent.

Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed no damage was observed on the guide catheter and push catheter assembly. The stent was bent/deformed likely due to customer usage of the device. The ro marker at the distal end was free of any damage. A functional evaluation revealed a 0.035" guide wire was able to pass through the distal tip of the guide catheter of the delivery system. The guide wire passed the ro marker location with minimum resistance but did not exit the ramp window. The guide wire became stuck below the flap of the ramp hindering the exiting of guide wire. The ro marker location was found to be approximately 6mm from the distal tip which meets the specification of 3-7mm. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.